Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached eri (elective replacement indicator) on (B)(6) 2016. Evidence of rapid battery depletion has been noted from (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was noted that the battery voltage started to decrease suddenly just after the remote interrogation in (B)(6). A high current drain of some sort was suspected. The patient is hospitalized and the device has to be replaced since it has reached recommended replacement time (rrt). The device was explanted and replaced. It was also reported that during the device replacement procedure the physician detected that the impedance of the lead was increasing. The physician decided at that time to change the whole system and therefore the lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and complete li severing that lead to isolation of anode segments 8 and 7 and nearly complete li severing in segments 3, 4 and 5. Li-severing is unrelated to the device not meeting its expected longevity. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.